Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal optima injector (n40-o) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: loss of drug from the injector when the protector is disconnected.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-mar-2022. H.6. Investigation: five unused samples of lot 2107307, which differs from the lot reported, were received for investigation. After visual inspection, no damage or defects were observed. The returned product along with two retained samples of lot 2107307 were used for additional evaluation. Functional testing was performed, connecting the n40-o injector with a water filled syringe, placing under water and applying pressure. In all cases, no leakages between the injector and syringe were observed and product functioned as intended. Our product product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification, there is no damage to the product, and leakage testing. Results for the received lot were reviewed and found to be acceptable, all product met required specifications and no issues related to the reported incident were identified. The retuned samples underwent additional evaluations, measuring the luer threading. In all cases, the product was verified to meet required specifications. Based on our quality teams investigation, a root cause related to our manufacturing process cannot be determined.

Event description:
It was reported while using bd phaseal optima injector (n40-o) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: loss of drug from the injector when the protector is disconnected.